Event description:
The affiliate reported the customer alleged erroneously low absolute neutrophil (ne) results, for two patients, involving the coulter lh 780 hematology analyzer. Further review of the customer-supplied data indicated patient #1 also obtained low monocyte (mo) and eosinophil (eo), and elevated lymphocyte (ly) results. Additionally, patient #2 obtained low monocyte (mo) and elevated lymphocyte (ly) results without instrument generated messages. Subsequent analyses of the patients' samples, on an alternate instrument, recovered values that were within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Controls performed prior to and after the event were within specification. The instrument has been performing within quality control (qc) specification. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified instrument operation and noted controls were within specification. No system issues were noted. The fse educated the customer on how to bleach the flowcell for informational purposes. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.